Event description:
Boston scientific crm received info that this right ventricular (rv) lead had micro-dislodged. As a result, the lead was explanted. A new rv lead was successfully implanted. No adverse pt effects have been reported.